Event description:
It was reported that the device had a service indication and logged an event code in the memory. Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation. Further evaluation of the removed therapy pcb assembly found a failure that disabled paddles lead ECG operation. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Following repair, physio-control returned the device to the customer for use. Further evaluation of the removed therapy pcb determined the cause of the malfunction to be a failure of an ic chip, u7.